Manufacturer narrative:
Pump passed displacement test. Unit was received with missing segments due to bleeding on lcd glass. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and faded serial number label. The p-cap locks properly into place. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring had crack. The customer stated that big black spot on the left upper corner had damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.